Manufacturer narrative:
The physician was able to use the torque handle to lock the remaining two screws without any issues. The screw could not be removed, therefore, the patient's bone was most likely stripped, which may have contributed to the inability to lock the screw initially. The patient is reportedly doing well.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as no lot number has been identified/confirmed in this case. Since the screw remains in the patient no physical, material, chemical evaluation could be performed. If more information becomes available manufacturer will file a follow-up report at that time.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a surgery took place on (B)(6) 2015 in which a titanium offset screw was unable to be final tightened and was left in the patient. Revision surgery is not planned.